Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had a urinary tract infection (uti) and experienced symptoms of frequency and leaking. The patient had clinical success with the device prior to this event. The patient was prescribed antibiotics, and it seemed symptoms of frequency and leaking were slightly improved. Program changes were done during this time; despite the fact the patient had a uti. Then, the patient had a fever and was admitted to the hospital. The fellow contacted the territory manager (tm) to confirm the hospital admittance, fever, and burning sensation at the pocket site, but no confirmation on the infection, yet. The tm was told the patient will get a sacral MRI. They discussed turning off the patient's stimulation and putting the remote on MRI mode. The patient did have a skin infection. They are diabetic and had very high a1c. The uti has not been confirmed to be related to the device. The patient had their device explanted on (B)(6)2025.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of burning sensation, fever, urinary incontinence, infection, urinary tract infection, and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had a urinary tract infection (uti) and experienced symptoms of frequency and leaking. The patient had clinical success with the device prior to this event. The patient was prescribed antibiotics, and it seemed symptoms of frequency and leaking were slightly improved. Program changes were done during this time; despite the fact the patient had a uti. Then, the patient had a fever and was admitted to the hospital. The fellow contacted the territory manager (tm) to confirm the hospital admittance, fever, and burning sensation at the pocket site, but no confirmation on the infection, yet. The tm was told the patient will get a sacral MRI. They discussed turning off the patient's stimulation and putting the remote on MRI mode. The patient did have a skin infection. They are diabetic and had very high a1c. The uti has not been confirmed to be related to the device. The patient had their device explanted on (B)(6) 2025.